Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in the battery compartment. The reporter denied any physical damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: during investigation, moisture was observed in the battery compartment and in the pump. The pump failed a leak test due to a crack in the battery compartment. The pump cover was opened and moisture was found on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).